Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
Our field service engineer has investigated the reported ventilator on site. The o2 gas module and inspiratory pipe were replaced to resolve the issue and sent back for further investigation. The provided logs confirm the reported issue. The returned inspiratory has been tested in a ventilator. It passed the pre-use check. No abnormal found during ventilation for 4 hours. It passed another pre-use check after ventilation without any issue even-though the part that holds the o2 cell in its place was broken, the o2 cell was sitting tightly in its place on the inspiratory pipe . The returned o2 gas module has been tested in a ventilator. It failed the pre-use check with internal leakage, pressure transducer and flow transducer tests. During ventilation it alarmed for inspiratory flow overrange, o2 concentration: high and paw high. Visual inspection on the nozzle unit of the o2 gas module showed that the feather spring on the nozzle unit was bent which caused the reported issue. The air gas module regulate the inspiratory gas flow and gas mixture. The faulty gas module may lead to stop of ventilation, low o2 or high pressure. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. If the feather spring is bent, gas will leak into the patient circuit causing failures in the pre-use check and during ventilation a high-pressure alarm will be generated if user set limit is exceeded. The conclusion is that the cause of the issue was the nozzle unit inside the o2 gas module. However, it was not possible the root cause for the bent feather spring on the nozzle unit.

Event description:
Manufacturer's ref. #: (B)(4).